Event description:
Customer related the blood tubing set disconnected from the gfs+. 20 dialyzer customer related the pt lost blood to significantly change their hematocrit resulting in a transfusion for two units of red blood cells. Customer reported that they were not sure which lot number was being used at the time of the incident.